Event description:
An excel 23 khz straight hand piece was involved in an incident which was described as follows: "there was a problem (unspecified) with the pump and a crack in the hand piece at the tip." The unit was not in contact with a pt and there was no injury or delay in surgery reported with this event. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.